Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage to the motor and a broken ball bearing and other component parts. The culprit parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating during testing. There was no patient involvement, no adverse event was reported.